Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device could not be powered on with the returned pad-pak. The fault was attributed to a depleted pad-pak. However, there was no fault identified on the sam 350p that would have caused the pad-pak to deplete prematurely. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The distributor contacted heartsine to report that their device would not turn on. Failure to power on device may prevent or delay defibrillation therapy, which could result in adverse consequences. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. Due to character limitations, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Event description:
The distributor contacted heartsine to report that their device would not turn on. Failure to power on device may prevent or delay defibrillation therapy, which could result in adverse consequences. There was no patient involvement reported with this event.